Event description:
It was reported that the rigid endoscope telescope had the retaining pin come off. The issue was identified during service and maintenance. There were no reports of patient harm

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the pin. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the retaining pin has come off (click pin has come off) was due to component failure of the pin. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.